Manufacturer narrative:
(B)(4) (leg pain, revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009, the patient presented with painful degenerative disk disease , l5-s1 with facet arthropathy and underwent anterior lumbar interbody fixation and fusion , l5-s1. Per op-notes, ¿.. . A 16 mm tall allograft was then packed with two sheet of bmp sponge. An inserter was used to place this allograft into the l5-s1 interspace. The patient tolerated the procedure without any complications. .. ¿ patient alleges bilateral leg pain due to the use of rhbmp-2